Event description:
The customer reported that the proximal site of the gastric tube y-port cracked easily and result in leakage during feeding. On 19sep2022 it was stated that normally user replaces the device every three months. For this incident, the user needed to replace the device after one month of usage.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One photo was provided for evaluation. A cracked y-port was observed through the photo. However, signs of damage from mishandling could also be observed from the photo. An investigation was carried out with the multifunctional team. All processes and controls were found to be followed correctly, including packaging and all inspections performed on the product. No abnormal conditions were found that could trigger the reported condition. Please refer to the instructions for use (IFU) to avoid any blockage in the tube and leaking. Based on the available information, no action plan is required at this point. We will continue to monitor customer complaints and feedback notifications for adverse trends that require immediate attention.